Event description:
It was reported that the patient's left subclavian vein was noted to be occluded with a thrombus during a device upgrade procedure. It could not be determined if the thrombus was attributed to the right ventricular (rv) or right atrial (ra) lead implanted eight months prior. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.